Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('silver metallic coiled fragments') and fallopian tube perforation ('perforated right coil from the essure/the right coil was found to be perforating posterior to the tube') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2020: mr received. Reporter information added. Event medical device removal updated to event device breakage. Event: perforated right coil from the essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received: event injury updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('silver metallic coiled fragments') and fallopian tube perforation ('perforated right coil from the essure/the right coil was found to be perforating posterior to the tube') in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and fallopian tube perforation outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.